Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: global advantage stem 10 mm, 113710000; global advantage hum hd 44x18, 112844010.

Event description:
Revision global advantage, the surgeon; (B)(6). Primary implant date 2008. Global advantage in situ, glenoid component loose - as per surgeon. Stem well fixed - as per surgeon. Loose due to length of time in situ - as per surgeon. Patient had a previous shoulder injury in 1993. Glenoid removed in one piece. Multiple specimens taken, images uploaded to unity. Patient (B)(6).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Photographs were included for review. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.